Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a pressure regulating shunt due to hydrocephalus. On (B)(6) 2019, the patient had symptoms of drowsiness after MRI examination. At present, the patient was in a state of drowsiness in the hospital. Additional information received reported that the sales came to the hospital to prepare to adjust the pressure for the patient; however, the doctor in charge told them that it did not need to be adjusted.